Manufacturer narrative:
Testing of the suspected device and charger found the cause of overheating to be charger failure. The plastic near the charger usb-c connector was melted and when connected to a power source, the charger usb-c connector quickly reached elevated temperatures. The returned device and battery were undamaged and maintained a safe temperature when charged using a known-functional charger. Patient was issued a replacement device.

Event description:
Patient reported their blood glucose meter felt hot to the touch after being plugged in to charge. No injury or property damage was reported.